Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory.

Manufacturer narrative:
The coaguchek xs serial number was (B)(6). The husband's coaguchek xs serial number was (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from a coaguchek xs meter. At 8:52 am, the patient tested on their husband's coaguchek xs meter, and the result was 1.2 inr. At 8:56 am, the patient tested on their own meter, and the result was 6.1 inr. The customer's therapeutic range is 2.5-3.5 inr.